Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the right atrial (ra) lead and right ventricular (rv) lead both experienced interference because when one lead was manipulated the other lead moved. During one manipulation of the ra lead the rv lead advanced "greatly". The rv lead that advanced greatly exhibited high impedance, over-sensing, high thresholds and no capture. It was also reported that the rv lead perforated the right ventricle. The ra and rv leads were extracted by a thoracotomy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.